Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was unable to duplicate the issue of the system locking up. The fss reviewed the error logs and found several impedance errors correlating to epi mode. The fss tested the handpiece that was used during the issue reported. The fss found when testing the handpiece, it displayed handpiece not connected and a 604 tuning errors. When the fss tested the handpiece on a backup unit, the handpiece displayed the same error. The fss suspects the handpiece was the cause of the handpiece errors. The fss advised the surgery center to replace the handpiece. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a phacoemulsification machine had a surge in epi phaco mode during a procedure and that the system locked up. The surgery center attempted to change the tubing packs and handpieces but was unsuccessful as the unit locked up. There was no patient injury reported. This is two of two reports.